Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was asymptomatic throughout.